Manufacturer narrative:
This is an initial report. The customer's meter has been returned and an investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
A customer reported a complaint of imprecise sequential readings on his freestyle flash blood glucose meter. The customer obtained readings of 48 mg/dl and a "hi" message within a ten minute timeframe. A "hi" message indicates a blood glucose reading greater than 500mg/dl. All readings were taken from the finger. When plotted on a parkes error grid the results fall in the 'd' zone, which shows the difference to be clinically significant. There was no report of death, serious injury or mistreatment.